Event description:
It was reported that they are returning their unit to elsg for service. Description of failure: that the screen is cracked. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the injury information received visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.